Event description:
It was reported that the patient has experienced several seizures over the past few weeks after being seizure free since june. The patient's sister reported that there was a disruption in the patient's medication due to an inability to get the vimpat refilled due to a move and new insurance. The patient has been scheduled to see a new physician, but has not been seen to date. No additional relevant information has been received to date.

Event description:
Additional information was received about the patient's settings. Current settings are 2.00ma output current, 20 signal frequency, 500 pulse width, 30 seconds on time, 3.0 minutes off time, 2.25 ma output current, 60 seconds on time, 500 pulse width.

Manufacturer narrative:
.